Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with ketones, dehydration, and high blood glucose of 845 mg/dl. Troubleshooting was performed. The insulin concentration, time, basal, daily totals, bolus history, and alarm history appeared to be correct. It was mentioned that the tubing was white at p-cap. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.